Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to scheduled surgery and experienced the high blood glucose on (B)(6) 2018 with blood glucose of 176 mg/dl. The customer had high blood glucose of 285, 255 mg/dl. The customer was treated with the insulin pump. Customer leg was amputated due to his diabetes. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.